Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had air in the circuit. It is unknown the circumstances under which the event occurred, however, there was no reported adverse event.

Manufacturer narrative:
Type of investigation not yet determined: acquiring additional information on the status of unit. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: h3, h6 (health effect ¿ impact codes) additional contact information:(B)(6). A getinge field service engineer (fse) unable to duplicate problem. Ran and passed all performance and function tests. Ran cs300 on patient simulator and test balloon. No problems found.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had air in the circuit. It is unknown the circumstances under which the event occurred, however, there was no reported adverse event. No patient injury and no patient involved.